Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this patient with this pacemaker and right ventricular (rv) lead presented to the emergency room (ER) due to unknown symptoms. Rv loss of capture (loc) was observed on the presenting electrogram (egm). Technical services (ts) reviewed noting there had been pace impedance spikes that occurred in the last six months going as high as 3,000 ohms, along with low sensing. Ultimately, this pacemaker and rv lead were surgically abandoned and a new device system was implanted on the right side. No additional adverse patient effects were reported. Additional information was received that this pacemaker had also exhibited noisy signals and oversensing.

Event description:
It was reported that this patient with this pacemaker and right ventricular (rv) lead presented to the emergency room (ER) due to unknown symptoms. Rv loss of capture (loc) was observed on the presenting electrogram (egm). Technical services (ts) reviewed noting there had been pace impedance spikes that occurred in the last six months going as high as 3,000 ohms, along with low sensing. Ultimately, this pacemaker and rv lead were surgically abandoned and a new device system was implanted on the right side. No additional adverse patient effects were reported. Additional information was received that this pacemaker had also exhibited noisy signals and oversensing.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this patient with this pacemaker and right ventricular (rv) lead presented to the emergency room (ER) due to unknown symptoms. Rv loss of capture (loc) was observed on the presenting electrogram (egm). Technical services (ts) reviewed noting there had been pace impedance spikes that occurred in the last six months going as high as 3,000 ohms, along with low sensing. Ultimately, this pacemaker and rv lead were surgically abandoned and a new device system was implanted on the right side. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.